Event description:
It was reported that, after right r3-tha on (B)(6) 2011, the plaintiff has presented pain, elevated metallosis, pseudotumor and loss of function. Plaintiff underwent a revision surgery on (B)(6) 2019 where metallosis was confirmed and a 50 poly insert and 28+0 oxinium femoral head were implanted. The current health status of the patient is unknown.

Manufacturer narrative:
Sections b3, d1, d4, d6a, d10 were updated due to new information received.

Event description:
It was reported that after a right bhr construct was implanted on (B)(6) 2011, the plaintiff experienced pain, elevated metallosis, pseudotumor and loss of function. A revision surgery was performed on (B)(6) 2019 to treat the adverse events. Plaintiff outcome is unknown.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6: it was reported that a revision surgery was performed on the patient¿s right hip. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. Without definitive lot numbers, a complete complaint history review cannot be performed for the devices involved. As no device batch numbers were provided for investigation, a manufacturing record review, device labelling and IFU review could not be performed. If more information is received, this investigation will be reopened. Modular heads/r3 liners/modular sleeves have been phased out from the market and as a result there is no live risk management file to review. Therefore, an evaluation of failure modes is not required. The available medical information was reviewed. The revision operative report indicated the acetabular component measured at 50 degrees of abduction and 29 degrees of anteversion. It is unknown if the position of the acetabular cup led to accelerated wear and the reported pain and loss of function along with the intraoperative findings of metallosis and debris and grade 1 changes to the trunnion. With the limited information provided the root cause of the reported clinical reactions cannot be confirmed. It cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant or implant failure. The patient impact beyond revision and expected transient post-op convalescence period cannot be determined. Without additional information we cannot further investigate or confirm the reported complaint. The investigation remains inconclusive, and a definitive root cause cannot be determined. Additionally, specific factors known to contribute to the alleged fault cannot be provided due to the insufficient information. If the products or additional information become available in the future, this case will be reopened. Based on this investigation, the need for corrective or preventative action is not indicated.